Event description:
Caller reported a cartridge alarm during the load process, which did not adversely impact the customer's blood glucose level. The technical support team, after verifying the issue, confirmed that the customer had experienced alarm issues with consecutive cartridges. Consequently, technical support decided to replace the pump, advising on handling and returning the defective pump, and instructions for using the replacement pump. The caller understood and acknowledged all instructions, and no backup insulin therapy was available, prompting the caller to contact their healthcare provider.